Event description:
It was reported that pump usb charging port was damaged and metal support was broken. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.